Event description:
A pt reported experiencing inaccurate low results with a one touch basic meter. The pt's blood glucose results were 110 compared to the labs 163 mg/dl. Tests were done 10 minutes apart. Pt did not experience any adverse event. No further info has been reported.